Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Left knee pain.

Manufacturer narrative:
An event regarding pain involving an unknown knee was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: pain in the left knee was thus present since 6-months at a time that the right knee was already painful for many years and revision had been planned for this right knee. It was also reported that the left knee complaints were rather mild and certainly not to a degree that patient would consider revision surgery for this. Due to complete lack of clinical and radiological information, no valid conclusions can be drawn about the left knee complaints although from the clinical perspective some educated guess comments can be made. The root problem of this case probably relates to the presence of pain in the other (right) knee that was subject to gross instability which was clearly painful. Complaints were reported as rather mild and no evidence is available to suggest that device-related factors would play a role although the exact cause of the problem cannot be established due to lack of info but whatever the cause, this appears to be rather benign and not worth further investigation at the time. This case is not device-related. Device history review: not performed as no lot code was provided. Complaint history review: not performed as no lot code was provided. Conclusions: the clinical consultant indicated that not enough info to establish a root cause of the problem but appears very benign. Pain is rather generic and may be caused by a great number of pathological conditions about which there is no info for this patient. Further information such as device identification and evaluation, x-rays post implantation and prior to revision operative reports, patient history and follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Left knee pain.